Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
At follow-up, a decrease in r-wave and an increase in capture threshold were observed. Lead dislodgement was suspected. Physician elected to reprogram the device to avoid invasive procedure.